Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic wedge resection, the left control button was too sensitive and vague to use it. When surgeon just tried to open the jaw, the loading unit articulated to left side. The surgeon tried same thing several times but same thing happened. Another device was used to complete the case. There was no patient injury.